Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2018 due to urinary retention. No intervention is planned and the patient is recovering.